Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. An olympus field service engineer (fse) visited the site to evaluate the device. The fse confirmed the failure and replaced the on/off button. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the device not turning on was a faulty power switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a power switch defective. Device cannot be switched on. The issue occurred during an unspecified procedure. There were no reports of patient harm.